Event description:
The threads of the leg for the front caster wheel were stripped. No injury reported.

Manufacturer narrative:
From the evaluation, as the bolt worked loose from the elg, the continued use of the walker caused the inner threads of the leg to wear. Over time, the threads were worn to the point were the bolt and caster assembly became detached from the leg.